Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 07nov2014 in the field. No further follow up is planned. Evaluation summary a patient reported that the injection button of her humapen luxura could not be pushed down and her blood glucose levels were not decreasing. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who contacted the company via a patient support program to report an adverse event, concerns a chinese female patient, who was born in 1958. Medical history included gastric ulcer. Concomitant medications included acarbose. The patient received insulin lispro protamine suspension 75% / insulin lispro 25% (humalog 75/25, unknown formulation) at an unknown dosage twice daily via a reusable humapen luxura pen, for the treatment of diabetes mellitus, beginning in 2010. Beginning on an unknown date, the patient felt the blood glucose could not be decreased. The patient was hospitalized on (B)(6) 2014 due to blood glucose could not be decreased. The fasting blood glucose was 15 and postprandial glucose was 16 (units not provided). During hospitalization on (B)(6) 2014, the patient began to take received insulin lispro protamine suspension 50%/ insulin lispro 50% (humalog 50/50, unknown formulation) 16 in the morning and 12 at night via a reusable humapen luxura device by the physicians order and acarbose. The patient was hospitalized for about 10 days. After discharge on an unknown date, the patient felt the blood glucose still could not be decreased. The fasting blood glucose was 9 and postprandial glucose was 11. As of reporting follow-up on 23oct2014, the patients fasting blood glucose was 9.8 and postprandial was not measured. Reportedly, the patient stated her diet was sometimes not controlled well which might have caused the increased blood glucose. The patients physician did not provide an opinion of relatedness for the increased blood glucose to insulin lispro protamine suspension 75% / insulin lispro 25% or insulin lispro protamine suspension 50%/ insulin lispro 50%, but told the patient to exercise more. The reporter also complained the button of the humapen luxura, which had been used for four years, was hard to press since (B)(6) 2014 (lot number unknown associated with product complaint number 3154510). Additional information and corrective treatments were not provided. The serious event of blood glucose increased was recovering. The remaining event outcome was not recovered. Treatment with insulin lispro protamine suspension 75% / insulin lispro 25% remained discontinued. Treatment with insulin lispro protamine suspension 50%/ insulin lispro 50% continued. The general and problem device duration of use for the humapen luxura was four years and it was unknown if the patient was a trained user. The device was not returned. The consumer reporter did not provide an opinion of relatedness. Update 23oct2014: additional information was received from the initial reporter on 23oct2014. Added: medical history and event description to non-serious event of increased blood glucose. Updated the frequency of concomitant medication acarbose; updated the outcome of non-serious blood glucose increased event from unknown to not recovered; and updated the narrative with the new information. Update 29oct2014: upon review of this case on 29oct2014, the case was opened to update the medwatch and EU/ca fields. Update 31oct2014: additional information was received on 31oct2014 which included product complaint number (B)(4) and was processed. Updated the narrative with product complaint (B)(4). No other changes made to the case. Update 07nov2014: additional information received on 06nov2014 from the global product complaint database added the device specific safety summary and that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer who contacted the company via a patient support program to report an adverse event, concerns a (B)(6) female patient, who was born in 1958. Medical history included gastric ulcer. Concomitant medications included acarbose. The patient received insulin lispro protamine suspension 75% / insulin lispro 25% (humalog 75/25, unknown formulation) at an unknown dosage twice daily via a reusable humapen luxura pen, for the treatment of diabetes mellitus, beginning in 2010. Beginning on an unknown date, the patient felt the blood glucose could not be decreased. The patient was hospitalized on (B)(6) 2014 due to blood glucose could not be decreased. The fasting blood glucose was 15 and postprandial glucose was 16 (units not provided). During hospitalization on (B)(6) 2014, the patient began to take received insulin lispro protamine suspension 50%/ insulin lispro 50% (humalog 50/50, unknown formulation) 16 in the morning and 12 at night via a reusable humapen luxura device by the physicians order and acarbose. The patient was hospitalized for about 10 days. After discharge on an unknown date, the patient felt the blood glucose still could not be decreased. The fasting blood glucose was 9 and postprandial glucose was 11. As of reporting follow-up on (B)(6) 2014, the patients fasting blood glucose was 9.8 and postprandial was not measured. Reportedly, the patient stated her diet was sometimes not controlled well which might have caused the increased blood glucose. The patients physician did not provide an opinion of relatedness for the increased blood glucose to insulin lispro protamine suspension 75% / insulin lispro 25% or insulin lispro protamine suspension 50%/ insulin lispro 50%, but told the patient to exercise more. The reporter also complained the button of the humapen luxura, which had been used for four years, was hard to press since (B)(6) 2014 (lot number unknown associated with product complaint number (B)(4)). Additional information and corrective treatments were not provided. The serious event of blood glucose increased was recovering. The remaining event outcome was not recovered. Treatment with insulin lispro protamine suspension 75% / insulin lispro 25% remained discontinued. Treatment with insulin lispro protamine suspension 50%/ insulin lispro 50% continued. The general and problem device duration of use for the humapen luxura was four years and it was unknown if the patient was a trained user. The return status of the device was unknown. The consumer reporter did not provide an opinion of relatedness. Update 23oct2014: additional information was received from the initial reporter on 23oct2014. Added: medical history and event description to non-serious event of increased blood glucose. Updated the frequency of concomitant medication acarbose; updated the outcome of non-serious blood glucose increased event from unknown to not recovered; and updated the narrative with the new information. Update 29oct2014: upon review of this case on 29oct2014, the case was opened to update the medwatch and EU/ca fields. Update 31oct2014: additional information was received on 31oct2014 which included product complaint number 3154510 and was processed. Updated the narrative with product complaint 3154510. No other changes made to the case.